Event description:
Customer reports 10 incidents of blood leaks on unknown use #'s during pt treatments in the month of january. No further details available. No pt injury or medical intervention reported.